Event description:
It was reported that during a hemicolectomy procedure the device was broken on the side and metal pieces fell out but not in the patient. There were no consequences for the patient.

Manufacturer narrative:
(B)(4) - anvil shroud. The analysis results found that the ntlc75 device was received with the anvil shroud broken on bearing area with a cartridge reload present. The cartridge reload had the proximal 14 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.